Event description:
A customer reported an issue with cgm error 42. There was no adverse impact to the customer¿s blood glucose level during the incident. Technical support guided the caller through a pump reset, after which the error did not reoccur, allowing the caller to successfully start a new sensor session.